Event description:
On (B)(6) 2016, the distributor reported to rymed that they had received notification that their customer had experienced an issue with the product. Reported that a brand-new package was opened and the cap fell apart. Did not reach the patient. No packaging or lot available. No patient injury; never reached the patient. 1 sample received (B)(6)2016. It was confirmed that there was 1 incident where the connector separated prior to use. No details surrounding the incident are available. Reported as product code 415303, lot unknown. This report is a post inspection retrospective review. 2016 incident.

Manufacturer narrative:
This report is a post inspection retrospective review. 2016 incident.